Manufacturer narrative:
(B)(4): as is evidenced in the figures, the aquatrack guidewire coated polymer jacket material experienced an interference with an accessory device that resulted in damage and a smooth angled cut in the jacket material. Jacket material scuffing noted before the initial jacket cut location point suggests initial interference with the accessory device, until jacket was eventually sheered from the wire. The visual evidence gathered during the investigation of this complaint presents a consistent picture of physically induced damage to the distal region of the aquatrack guidewire returned by cardinal health to confluent medical, for cardinal (B)(4). Based on the physical evaluation of the damaged area, it appears the guidewire was used while experiencing significant resistance or interference with a hard metallic surface. Per the aquatrack instructions for use (IFU): "do not manipulate or withdraw the guidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through the metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Information provided by the event site, in combination with results of the visual examination of the aquatrack guidewire, ndc lot #82170573, leads to the conclusion the aquatrack guidewire was initially intact, damage-free and possessed the expected level of integrity to withstand normal clinical use conditions. In total, these results suggest the adverse event leading to this complaint occurred as a result of the exposure to the guidewire in question to interferences with an incompatible metallic device, in excess of those for which the guidewire could reasonably be expected to withstand under normal use conditions. Root cause cannot be stated with 100% certainty, but it is suspected that the physician may have used the guidewire with a metal entry needle or dilator, contrary to IFU guidance. There is no evidence to suggest there are any manufacturing issues with the remainder or the lot, or with the product family. (B)(4).

Event description:
As reported from the event site in (B)(6): "an aquatrack hydrophilic guidewire showed flaking. There was no reported patient injury. The device will be returned for evaluation." No additional follow-up information was provided from the site. The guidewire in question was eventually returned for analysis, with damaged jacket material, sheared but remaining attached.